Event description:
Manufacturer received a report of a patient being manually transferred into a wheelchair and cutting her leg on a sharp edge. No malfunction was reported and the chair is still in service.